Manufacturer narrative:
(B)(4).

Event description:
The complaint device was received for evaluation and passed external visual inspection. Voltage testing was performed and the device failed. Data was available for review and a fatal error was observed. The customer complaint was confirmed. The root cause was determined to be a low battery.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that the receiver and smart device showed a transmitter failed error on (B)(6) 2017 . No additional patient or event information is available. Data was returned and evaluated. The reported event of a transmitter failed error was confirmed via data. The root cause was determined to be a low transmitter battery that led to a transmitter failure.